Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate shock therapy for runs of ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient was seen and the device was interrogated after the bouts of vt/vf and it was noticed that the battery remaining did not change even after 34 shocks were delivered, it remained at 17%. Device data was submitted to technical services for review. Technical services discussed that the device would stop taking battery measurements for 14 days post shock therapy to prevent an inaccurate battery depletion alert, so the battery voltage would not be updated during this time. The most recent battery measurement occurred on august 24 and if no further therapy is delivered, the next battery measurement will occur on september 22. Analysis of the battery data did, however, find an abnormal increase in power consumption, indicating the battery was exhibiting premature depletion. Technical services recommended submitting new device data after september 22 to confirm the battery status and to determine a replacement window. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate shock therapy for runs of ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient was seen and the device was interrogated after the bouts of vt/vf and it was noticed that the battery remaining did not change even after 34 shocks were delivered, it remained at 17%. Device data was submitted to technical services for review. Technical services discussed that the device would stop taking battery measurements for 14 days post shock therapy to prevent an inaccurate battery depletion alert, so the battery voltage would not be updated during this time. The most recent battery measurement occurred on august 24 and if no further therapy is delivered, the next battery measurement will occur on september 22. Analysis of the battery data did, however, find an abnormal increase in power consumption, indicating the battery was exhibiting premature depletion. Technical services recommended submitting new device data after september 22 to confirm the battery status and to determine a replacement window. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the s-ICD was explanted and replaced. The local boston scientific sales representative was not present for this procedure and was not able to provide the explant date, replacement device type, or location of the explanted device. This report will be updated if the device is later received for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.